Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to high shock impedance out of range. Technical services (ts) was consulted and didn't noted any noise signals or oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected fields h1. Adverse event/product problem.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to high shock impedance out of range. Technical services (ts) was consulted and didn't noted any noise signals or oversensing. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was inspected and analyzed. Visual examination identified no anomalies. The device was able to be interrogated, and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with not out of range measurements or interruptions in therapy output. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to high shock impedance out of range. Technical services (ts) was consulted and didn't note any noise signals or oversensing. No additional adverse patient effects were reported.